Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, crts (B)(4) (con): information was received from a consumer regarding a patient who received unknown morphine (unknown concentration and dose) in an implantable pump for non-malignant pain. The pump was out of medication and the patient experienced severe pain. The patient would not go to their health care provider (hcp) because "all he would do is put medication in the pump and not turn the pump up". The patient further indicated "it was like the pump was not working". The pump had reportedly been empty for almost one month. The change in expected effect occurred a month or two ago. The patient requested physician listings. The patient did not have transportation and wanted an hcp closer. No further information was provided.